Event description:
It was reported that the bd vacutainer® blood collection set with luer adapter needle separated from the hub and caused blood to leak out onto the patient's hand. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2019. During using bcs withdraw the blood from patient, needle cannula separate from the tube pipe, cause patient's blood leaked out, nurse then immediately pull out the needle and use another new one to withdraw the blood. Blood only leaked on to patient's hand."

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to needle hub separation with leakage as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for needle hub separation with leakage with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® blood collection set with luer adapter needle separated from the hub and caused blood to leak out onto the patient's hand. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2019. During using bcs withdraw the blood from patient, needle cannula separate from the tube pipe, cause patient's blood leaked out, nurse then immediately pull out the needle and use another new one to withdraw the blood. Blood only leaked on to patient's hand."